Event description:
It was reported that a patient's implantable cardioverter defibrillator delivered inappropriate shock in response to supraventricular tachycardia. Due to the patient's medication, the physician had elected to not do anything at this time. The patient is stable.